Manufacturer narrative:
The device was stuck in the motor error alarm loop during bolus delivery. The insulin pump passed the rewind, basic occlusion, prime and displacement test. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The device had a cracked reservoir tube lip and a minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a motor error alarm during prime. The customer was able to rewind the insulin pump. The customer's blood glucose level was 10 mmol/l. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.